Event description:
It was reported that the patient¿s device was replaced. The reporter wished to have the device evaluated for premature depletion as well as an inability to charge. Additional information was requested. It was further clarified that the patient has had 2 overdischarges (od) in the past. The reporter was attempting to find out if the patient had a third od as well. The patient would end up in the hospital due to anemia, stated to be unrelated to the device, and wouldn't bring her recharging equipment. The patient did not always call for assistance with recharging while in the hospital. The patient was doing well post replacement.

Manufacturer narrative:
Final device analysis on the stimulator revealed no significant anomalies. The battery had a reduced capacity due to overdischarge. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The battery discharged to the lock mode on (B)(6) 2013 and was explanted on (B)(6) 2014; the ins went into over discharge mode between these dates. There is one over discharge recorded. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 36 minutes from 1.990v to 3.995v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that trouble shooting was performed prior to replacing the implantable neurostimulator (ins). It was further reported that no system malfunctions were seen during explant and, at the time of the report, the patient was doing excellent.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7495lz51, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.